Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the cgm displayed ¿low.¿ a fingerstick blood glucose (fsbg) check performed at that time showed a reading of 180 mg/dl, indicating a discrepancy. The patient reported symptoms of headache, with associated neck and eye pain. The patient drank water and contacted the emergency department (ed) telemedicine phone line, and she was advised to seek evaluation and subsequently drove herself to the ed. Upon arrival at approximately 6:00 pm, the fsbg reading was 130 mg/dl, while the cgm continued to display ¿low.¿ the patient received prochlorperazine via IV for headache management. No additional medications or treatments were provided. The patient remained in the ed for approximately 1 hour and was discharged home by 7:30 pm. Upon returning home, the patient replaced the sensor. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid taken when symptoms were noted. The reported glucose values fall within the b zone of the parkes error grid upon arrival at the ER. The data investigation found a difference in values that falls within the c zone of the parkes error grid.no additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.